Event description:
It was reported by repair work order that the mattress had fluid ingress due to pealing/delaminating top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replaced top cover.